Event description:
Received information there was a revision done in the past to remove one lead, reason for doing this is unknown at this time. Patient currently is not receiving pain coverage. A revision is planned to implant a new lead and a new ins. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).